Manufacturer narrative:
A bd quality engineer inspected the returned sample and photographs provided by the customer facility. DHR review was not performed since the lot number associated with this investigation was unknown. Bd received a vent plug without additional packaging or components. Through the visual/microscopic evaluation, the vent plug displayed a hole (pierce). Although it was confirmed the vent plug had a hole and this condition could be a contributive factor to leakage, a root cause could not be determined. Since the component was used and was out of the original package, it is unknown if it was caused by the manufacturing process or at the user environment during/prior to usage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced leakage during use. The following information was provided by the initial reporter: a hole was in the plug and blood leaked during flash back.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced leakage during use. The following information was provided by the initial reporter: a hole was in the plug and blood leaked during flash back.